Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was installed and displayed properly. Additionally, the contrast keypad button was found to be intermittently unresponsive. The keypad cover was removed and evidence of contamination was found under the up arrow, down arrow, and contrast key contacts. Unrelated to the display and keypad issues, the battery compartment was cracked and evidence of moisture corrosion was found inside of it. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen and contamination under the key contacts. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.